Event description:
The manufacturer received information on 29 october 2025 that a patient was admitted to the hospital on (B)(6) 2025 at 7:29 due to a 5-day worsening of community-acquired pneumonia, assessed as non-severe. The patient was conscious and mentally alert, with cyanotic lips, and no edema in the lower extremities. According to medical instructions, non-invasive ventilatory support was provided. During use, the device functioned well, and the patient reported no discomfort. On (B)(6) 2025 at 14:30, during ventilator use, the device stopped working and no airflow was delivered, and the patient's shortness of breath was not relieved. The on-duty physician immediately replaced the ventilator, and no significant harm was caused to the patient. This patient medical event has been assessed by a philips clinical expert as a non-serious injury; therefore, the device did not contribute to a serious injury or death. No additional information has been provided regarding the bipap a40 ventilator involved. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. If any additional information is received, a follow-up report will be filed.